Manufacturer narrative:
According to the investigation document that was provided by the biomedical engineer, the device's inspiration filter was removed by respiratory therapist from a v60 ventilator. It was observed that the contamination/dark material was on the equipment side of the filter and did not appear to penetrate the filter membrane to the patient side. The device was evaluated and dark material was observed throughout the air flow path, and a brownish residue was found externally around the patient port and the pressure sampling port. It was noted that the appearance of the residue suggests that nutrition from an enteral feeding bag got onto the machine and may have entered the device through the pressure sampling port. Dried fluid was found below the port, but the internal tubes do not confirm this supposition. Per the bme's investigation, due to the potential for contamination throughout the system, all internal components ventilation is generated by or passed through will be replaced, except for the external patient port, which is a solid, non-porous material that can be cleaned. Per information provided after following up, it was confirmed that the device successfully passed performance specification testing and been returned to service following the replacement of all components in the air flow pathway. Investigation is completed at this time, and the complaint will be processed for closure. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a dirty inhalation filter. When changing the bacteria filter between patient use, the filter at the patient outlet was found to be extremely dirty. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service for internal inspection. The biomedical engineer (bme) discovered that the internal area of the device and air inlet filter were fairly clean. It was noted that preventive maintenance (pm) was performed the previous month, and there was no evidence of dirt or contamination inside the device. The remote service engineer (rse) advised the customer to look inside the patient outlet for residue buildup from possible medication used in line with the device. The rse also instructed the customer to check the tubing inside the device for condensation or residue, clean or replace affected parts if needed, and decontaminate the unit. Furthermore, the rse noted that the customer could also interview the respiratory therapy (rt) staff on how the device was used on the patient. Per the good faith effort (gfe) response received from the customer, the filter was dirty on the ventilator side. It is unknown how long the patient was on the device. The biomedical engineer (bme) replaced all components in the air flow pathway. Most, if not all, had visible residue of some sort of fluid intrusion. Fluid residue was also found on the outside of the device. Further case information is pending.